Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service check. The cse then reviewed the instrument data and ran a water test. The cse also ran precision testing on quality control and patient samples, which were acceptable. The cause of the discordant, falsely elevated igfbp-3 results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated insulin-like growth factor binding protein 3 (igfbp-3) results were obtained on one patient sample when run in duplicate on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The sample was repeated in duplicate on an alternate immulite 2000 instrument and both the replicates resulted lower. The sample was repeated in duplicate for one more time on an unknown instrument and both the replicates were lower. The repeat results from the alternate immulite 2000 instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated igfbp-3 results.

Manufacturer narrative:
The initial MDR 2247117-2016-00044 was filed on august 4, 2016. Additional information (03/10/2017): siemens performed in-house testing and could not confirm the customer's findings. Upon a siemens headquarters support center specialist's recommendations, the customer applied good laboratory practices to sample handling and centrifuged the samples prior to testing. The cause of the discordant, falsely elevated igfbp-3 results on one patient sample was due to sample specific issue.